Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation that supports a causal relationship between the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. The patient¿s e.coli peritonitis was attributed to necrotic bowel caused by diverticulosis with bowel perforation. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced peritonitis. The patient was diagnosed with escherichia coli peritonitis and subsequently hospitalized. The patient¿s nurse stated that the peritonitis was caused by a segment of necrotic bowel which occurred due to diverticulosis with perforation. The patient required removal of the necrotic bowel and placement of a temporary colostomy. The patient¿s pd catheter was removed and the patient transition to hemodialysis therapy. Further details surrounding the patient¿s hospital course are unknown. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.